Manufacturer narrative:
Previous: lens diopter -17.00/250/125; corrected: lens diopter -17.00/2.5/125. Device evaluation, previous: stated there was clear surgical residue/debris on the product. Corrected: no clear residue/debris was found on the product. (B)(4).

Manufacturer narrative:
Previous: lens remains implanted. On (B)(6) 2017, the lens was exchanged for a same size, similar diopter lens. Ucva is 20/20, vault is ~500um. The patient is happy, problem is resolved. Method code, previous:(no testing methods performed). Updated: (device from same lot evaluated). Result code, previous: (operational problem). Updated: (no failure detected). Work order search: no similar complaint types reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Previous: lens remains implanted. On (B)(6) 2017, the lens was exchanged for a same size, similar diopter lens. Ucva is 20/20, vault is ~500um. The patient is happy, problem is resolved. Method code, previous:(no testing methods performed). Updated: (device from same lot evaluated). Result code, previous: (operational problem). Updated: (no failure detected). Work order search: no similar complaint types reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, diopter -17.00/250/125 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. The patient began to experience refractive surprise. As of the date of MDR reporting the lens remains implanted, however a lens exchange is planned.

Manufacturer narrative:
Lens was returned in liquid in a lens container. Visual inspection found no visible damage to lens and clear surgical residue/debris on product. Dimensional inspection found lens is within specifications. (B)(4).